Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Initial inspection found no abnormalities. Functionally, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization, noting sheared teeth on the inner firing rack. A device related issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions included with this device provide the following guidance: "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon was able to press the green button but could not squeeze the handle. Hence, the stapler did not fire. The same issue occurred in the other five units of reload. Another reload was used to complete the case. There was no patient injury.